Manufacturer narrative:
As reported it appears the patient has a complex surgical history significant for multiple abdominal surgeries prior to the implant of the bard device. The patient was unable to provide product specific (cat no. / lot no.) Information. Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient¿s reported infection / sepsis. The product is supplied sterile. Should additional information be provided, a supplemental MDR will be submitted. Without a lot number a review of the manufacturing records is not possible. Regarding infection the warning section of the instructions for use state, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported via maude event report (mw5070735): "I developed intra-abdominal sepsis of davol (aka:bard) dual kugel mesh approximately 7 years after initial placement for incisional hernia repair. Confirmed infection of mesh via CT scan at the hospital on () 2017. I was admitted to the hospital and received IV antibiotics for 11 days. After 11 days infection was under control but not completely gone. Confirmation via CT enterology on () 2017 that sepsis was focused in intra-abdominal cavity where davol (aka: bard) dual kugel mesh was installed. No fistulas, adhesions, or perforations were found traversing between the bowel and the intra-abdominal cavity. Per subsequent consultations from infectious diseases, primary care, gi, and general surgeon I should go to a tertiary university hospital to have the abdominal mesh permanently removed. As of () 2017 I still have an ongoing infection of my abdominal mesh. Pending final consultation with abdominal surgeon at () on () 2017 to verify appropriate removal and recovery of mesh. Additionally verifying surgeon/hospital will record video of surgical removal of the hernia mesh and store the medical device for further review." The following was reported via follow up with patient contact: the contact reports that the patient has been treated multiple times for the infection with IV antibiotics and states the infection is still present. As reported there were no cultures taken of the infectious process as this would require opening the patient up and his md did not want to open him up at that time. On (B)(6) 2017 the patient underwent an open procedure to explant the patch as laparoscopic is not an option for him due to his previous bowel resection procedures. It is reported that the patient's recovery from the explant procedure is expected to take a bit longer and will remain in the hospital for 5-7 days.